Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400387280. One (1) opened, unused sample was returned for evaluation. Upon visual examination, a long dark hair was observed inside of the drip chamber. The returned sample visually confirmed the reported defect of a hair inside of the drip chamber. The drip chamber is a purchased part from borla. The sample and all available information was forwarded to the vendor for further investigation. Their results confirmed the defect. Production records were reviewed and no notifications of any contaminated part were noted. All personnel are trained to a garbing procedure and all assembly machines are cleaned on a daily basis. Therefore, per the vendor, the exact root cause was unable to be determined. Furthermore, review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non - conformances noted during in process or final product inspection. While we are unable to confirm the exact cause of the reported defect, all information concerning this reported incident has been included in our trend analysis of the product line. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference, and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported bt the user facility: a hair was found in the drip chamber prior to use. No patient involvement.